Event description:
It was reported that the patient experienced erosion at the ins (implantable neuro stimulator) location. The patient was at the clinic in good condition at the time of the report. The hcp was considering surgical revision. Additional information was requested.

Manufacturer narrative:
(B)(4).